Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The target lesion was located in the central venous system. During an unknown inflation, a 12.0 x 40, 75cm mustang balloon catheter ruptured at 20 atms. The mustang balloon catheter was removed and the procedure was completed with a 12x4mm non-bsc balloon catheter. No patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned; therefore a failure analysis of the complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was determined to be user related as the device was inflated past the recommended dfu rated burst pressure. (B)(4).